Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's a13 relay which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed that the device displayed an "abnormal energy delivered" message when delivering test shocks. The device also delivered monophasic shocks at a lower energy level than what was selected. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.